Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse inspected the device and replaced the components associated with those error codes. The unit passed extended self testing.